Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with unresponsive buttons due to corrosion damage at electronic assembly. The insulin pump had slightly traces of moisture found at keypad traces. The insulin pump was received with cracked case at display window corners, cracked belt clip slot, minor scratched lcd window and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she inserted her carbohydrates the insulin pump got stuck on 300. She was unable to lower the amount. The customer fell inside the pool and exposed the insulin pump to water. However, the insulin pump stopped functioning two days prior to the water exposure. The display went blank immediately after the insulin pump was exposed to moisture. She stopped using her insulin pump because it was not doing anything. Her blood glucose level went up to 371 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.